Event description:
It was reported that the patient's recharger cord, where the cord met the paddle, became hot while charging their implant. They also had issues with keeping a good connection to their implant to charge. The patient noticed in the past week that their controller was going into MRI mode because their stimulation was off. It was reviewed that stimulation was turning off to save battery life on the implant when the implant battery was becoming depleted, and the patient understood that MRI mode wasn't actually showing up on the controller but that stimulation turned off due to battery depletion. They thought this was what was happening because they increased their intensity settings to 2 and had to recharge their implant every three days. The patient reset their controller. They saw no visible damage to controller or the battery pack. After the reset, the patient said that their implant battery was at 50% and their controller was at 70%. The issue was not resolved. A replacement device was requested.

Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID:# 9775. Serial/lot #: (B)(6). UDI#:(B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the complaint was unverified, the recharger passed bench testing however there was a plexus fail of t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.